Event description:
A peritoneal dialysis (pd) pt reported that the pt line broke where it connects to the catheter. The pt was in treatment and began a fill when the line broke at the connector causing a leak. The pt was advised to discontinue the current treatment, setup with new supplies, and to contact the pd nurse. The pt was able to complete treatment after setting up with new supplies. During follow up, the pt's pd nurse reported that the pt's effluent was clear. She did not have any signs of infection. She was treated with prophylactic antibiotic vancomycin and gentamicin. The pt's pd catheter was checked and did not have any problems. The nurse stated that the pt may have inserted the blue pin following drain which caused the leak to occur during the fill cycle. The pt was retrained on proper setup. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.